Event description:
Making infusion pump, technician noticed a hole in the bag after adding fluorouracil. Discarded, and got another pump, noticed same type of hole after adding diluent. A 3rd pump was found to have a hole. All the same lot number and size 2-100, lot # c23e026. Able to make pump with different lot number. Pulled the c23e026 lot number pumps and set aside. Reference reports: mw5151912, mw5151913.